Event description:
It was reported that after one hour of treatment with a prismaflex st100, an external fluid leak was observed from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not received for evaluation, however photos and a video were provided for investigation. The visual inspection of the provided photo showed that there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause is supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.